Event description:
It was reported that the user experienced hyperglycemia after breakfast following a usual meal announcement while using the ilet and backup therapy during a period without dexcom g7 sensors; the agent assisted with powering the ilet from the charging pad and pairing a newly delivered sensor. Symptoms included elevated blood glucose to approximately 200 mg/dl. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed no device malfunction and successful restoration of sensor pairing and ilet operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.